Event description:
Patient contacted dexcom technical support on (B)(6) 2012 to report that on (B)(6) 2012, he had suffered a hypoglycemic episode. His coworkers found him unconscious and slumped over his steering wheel in his car, in the parking lot. Paramedics were called and patient woke up to paramedics treating him with a glucose IV. Dexcom is working with patient to obtain and review cgm data around the time of the event. At the time of his call to dexcom technical support, patient was feeling better.